Event description:
The customer reported that the ventilator alarmed and went vent inop. The customer reported the device was in use on a patient and there was no patient harm. The manufacturers field service engineer was unable to duplicate the reported problem. Review of the device diagnostic history noted a vent inop occurrence due to a data acquisition pcba adc failure. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The service engineer replaced the data acquisition pcb board and the cable between the data acquisition to motor controller pcb boards to address the reported problem. Performance verification testing was completed and tests passed to operating specifications.